Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). At 2:57 p.m., the patient was tested on the meter and the result was 3.7 inr. At 3:02 p.m., the patient was tested on the meter and the result was 5.2 inr. A new finger was used for each test. Both results were reported and the 3.7 inr value was believed to be correct. The patient's dosage is being lowered to 2mg, 4 days per week, based on the 3.7 inr value. The patient was not adversely affected. The patient's therapeutic range is 2 - 3 inr. The patient is tested once per week. The strip guide of the meter was clean, but the customer had made no attempts to clean the strip guide. The patient has had no known hematocrit issues and the patient is not known to suffer from antiphospholipid antibodies. The patient is not on any direct thrombin inhibitors, heparin, or lovenox. The patient had a result of 3.4 inr approximately one week prior to (B)(6) 2017. The patient's dosage was raised after this test. The patient has had no changes in diet, no new illnesses, no symptoms, and no new medications. The patient has not had any missed or other changed dosages. The patient's last dose was on the afternoon of (B)(6) 2017. The customer's product has been requested for investigation and replacement product will be shipped to the customer. Relevant retention test strips (lot 144581-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material performed as specified.

Manufacturer narrative:
The customer meter and one vial containing one test strip were returned for investigation. The returned meter & test strip were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr. Donor 2 inr: 4.7 inr. Donor 1 hct: 47%. Donor 2 hct: 50%. Testing results: donor #1: master lot: 2.7 inr. Customer strip and meter: 2.6 inr. Donor #2: master lot: 4.6 inr. Master lot strip and meter: 4.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.